Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized for high blood glucose and ketoacidosis. The blood glucose reading at the time of admittance was 500 mg/dl. No further info was provided.